Manufacturer narrative:
The complaint states the patient experienced a loss of connection. Product was not provided for investigation. Data was provided for investigation. The complaint was confirmed during data review. The root cause could not be determined.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.